Event description:
Preliminary info on the problem: informational: in the blood order processing worklist (bopw) application, the user is allowed to result multiple specimens by navigating through a worklist. The user has the ability to save a single specimen by clicking the save accession button or the entire worklist by clicking the save button. The navigation (arrow) buttons are used to move through the worklist from one specimen to the next. Problem: in blood order processing worklist: (bopw), action buttons remain enabled allowing multiple actions to be invoked. When the save button is clicked, the navigation buttons and the save accession button remain active inappropriately. Clicking these buttons before the system has processed, the save command may cause the date being entered to be out of sync and saved to a pt other than the one expected. Note: the problem may occur with selecting the buttons using the mouse, using the accelerator keys or tabbing to the button and pressing the enter key. Note: this issue cannot be reproduced on demand. Factors that may contribute to reproducing the issue are: network traffic, pc configuration and the number of processes running on the pc.

Manufacturer narrative:
In bopw, when the user is navigating between specimens on the worklist and the save button is clicked, the save button is disabled; however, the navigation buttons and the save accession button remain active inappropriately. So it is possible to click the save accession button or navigation buttons while the save is being processed and a pt and/or unit other than the one expected may be updated. This defect only occurs in the worklist (bopw) module. No pt harm was reported. The following steps may be used to reproduce the issue; however, it is important to note that this issue cannot be reproduced on demand. Factors that may contribute to reproducing the issue are: network traffic, pc configuration and the number of processes running on the pc. Enter bopw and build a worklist that has two or more accession numbers on the worklist. Click the blood order processing button, the first accession in the worklist is displayed. Result at least one test on the first accession. Do not save the first accession, instead navigate to the second accession using the navigation (arrow) buttons. Result at least one test differently on the second accession. Click the save button. After the save button has been clicked, immediately click the save accession button. If the problem can be reproduced, the data from one accession will file to the other accession.